Manufacturer narrative:
The insulin pump was unable to perform basic occlusion, occlusion, and prime and excessive no delivery test due to cracked end cap. The motor passed motor test. The pump was unable to verify motor error alarm due to cracked end cap. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a motor error alarm. The customer will be sent a replacement pump.